Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was broken and leaking. During prime of peritoneal dialysis (pd) therapy, the patient noticed that there was liquid where the cassette was placed in the homechoice device. When the cassette was removed from the device, the patient observed the cassette was broken. The cassette was replaced, and the patient continued therapy without additional issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on the cassette body. The reported condition was verified. The cause of the crack could not be determined; however, a probable cause may be due to handling by end user. Twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.